Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open procedure, during intestinal stapling, the staples did not deploy. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities noted during pmv testing. The instrument was received with the pushers advanced and the handle locked. Functionally, the instrument was reloaded with staples and applied to test media. The staple line was properly formed, and the jaw properly clamped and unclamped when the approximating lever was operated. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.